Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was a few milliliters of fluid from a bath on the analyzer. The leak was not contained. The analyzer was running the startup process when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous results. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced waste pump to resolve the bath overflow issue. (B)(4).